Manufacturer narrative:
Batch review performed on 26 july 2017. Lot 165725: (B)(4) items manufactured and released on 10 november 2016. Expiration date: 2021-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection is confirmed as staph. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.